Manufacturer narrative:
Initial.

Event description:
It was reported that a patient had discontinued insulin and stopped using the ilet for months, then self-restarted the pump without a hard reset while blood glucose was high; the pump delivered correction insulin, the patient¿s glucose declined from a high level but did not go low per patient report, the patient collapsed around a reading of 311 mg/dl, consumed fast-acting carbohydrates, and removed the ilet, after which they avoided insulin for about a month and reported an a1c over 14. Symptoms included hyperglycemia, nausea, vomiting, and a fall. Outcomes were unclear and the user is still using the device. Investigation included interviews and analysis of information provided by the user and third parties. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding the device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.